Event description:
The dr was unable to insert the guidewire into the iab. The following was rpt'd to datascope on 6/4/97: there was a mismatch with the guidewire and sheath between the iab catheter. A second iab kit was required. A narrowing may have existed in the iliac which made insertion of the iab through the sheath difficulty. The wire and sheath of the second kit fit, allowing placing of the iab. There were no complications from the event. The pt went on to expire in the o.r. On 5/13/97. Event complications: unk - rpt'd 5/12/97; none - 6/4/97. Pt current status: expired - rpt'd 6/4/97.

Manufacturer narrative:
Evaluation: a datascope .035" guidewire was returned for examination. Probable cause of difficulty: based on what was returned for examination, the user most likely used the wrong guidewire. Records indicate that the correct insertion kit was shipped with the iab.